Event description:
A pt reported experiencing inaccurate high results with an ot ultra meter. The pt's blood glucose results were 145mg/dl (lab), 225mg/dl (meter). Tests were done less than 10 minutes apart with a difference of 35%. Pt did not experience any adverse events. No further info has been reported.